Manufacturer narrative:
Follow up information received on 31-mar-2016: no further information was provided despite follow up attempts. Follow-up received on 23-jun-2016: quality-safety evaluation of product technical complaint (ptc): ptc global number: (B)(4). (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product, visual inspection was performed and it was confirmed that all components are present, IFU steps were not initiated, micro-insert was not deployed and it is still attached to the system, no damage was presented in the delivery catheter and no damage on the micro-insert was observed, no was found broken, as part of the investigation process, IFU steps were completed by rqu and it was confirmed that micro-insert was deployed and detached without any inconvenience. As per device condition, dimensional inspection was not able to be performed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-jun-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the implant broke at the time of introduction in ostium. This event is anticipated according to the technical analysis. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the physician reported a device breakage upon introduction into the tubal ostium. Since the complaint sample was returned to the company, we were able to conduct an investigation of the returned product. The micro-insert was not deployed and it was still attached to the system, no damage was presented in the delivery catheter and no damage on the micro-insert was observed. The analysis was unable to confirm any quality defect or device malfunction at this time. Although the product technical analysis was unable to confirm the complaint, considering physician's report and as the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Despite follow-up attempts no further information was obtained

Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on 10-feb-2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure generic reimbursement program. On (B)(6) 2016 the patient had an attempt of essure (fallopian tube occlusion insert) insertion with lot number d46961. The physician reported insertion failure due to a technical reason: the implant broke at the time of introduction in ostium. Bilateral insertion was done with another essure system. Follow-up information received on 15-feb-2016: nca number provided: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the implant broke at the time of introduction in ostium. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering the event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.